Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4) it should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. This is a combined initial + final report with investigation findings included. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was unable to be confirmed and evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace in tricuspid position where two devices were implanted. There were no issues during or post implantation and there were no difficulties while removing the sutures. Six days after the procedure, the clinical specialist was informed that a late slda (single leaflet device attachment) occurred with the second device. The device was detached from the posterior leaflet. As per medical opinion it is unknown the cause of the slda. The grade of regurgitation at baseline was 5+ and after the procedure it was reduced to 2+. The patient is being evaluated for tricvalve.